Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. An open condition was found within the device's ac power cable. The device's ac power cable needs to be replaced to address the issue.